Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The external box was received crushed, and the inner shell had some damage, but the catheter looked fine. It was then noticed that the catheter had a small kink. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.